Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was bent. The customer¿s blood glucose level was unknown. The customer also stated that the electrode was pulled out while removing the needle and after removing, electrode was not on the sensor. The product will not be returned for analysis.